Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: light source, fiber breaks due to component failure of the lg bundle. / damage to the glass and light source due to component failure of the distal end cover glass. / insertion section, due to component failure of the distal end cover glass. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the laparoscope, gynecologics light source had fiber breaks, damage to the glass and light source, component failure of the distal end cover glass. There was no patient involvement.